Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the profile drill broke during drilling and two parts broke off. All fragments were retrieved from the patient. The surgeon continued inserting the screw without more drilling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the flutes of the profile drill for 5.0 large compression ft screws, reusable had broken off and bent. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used, misaligned insertion or the device coming in contact with another device during use